Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 8atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.